Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because the receiver was unable to communicate with the communication tool, but pictures of the error icon were taken. The reported event of an error icon display was confirmed due to the occurence of a "call tech support" error. A root cause could not be determined.